Event description:
It was reported that pump displayed malfunction alarm code 3 with a fault ID and could not be reset, and no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer declined replacement pump that was offered, and no further corrective actions were documented.